Event description:
It was reported by l. Wetzel, an onkos sales representative, that a 70-year-old male patient with an eleos distal femur replacement underwent a revision due to loosening of an eleos segmental stem that was inserted into the femur.

Manufacturer narrative:
The root cause of this complaint was not determined.